Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be established. Based on the results of the investigation, the most probable cause of the noisy image is likely due to damage on charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a noisy image. The issue was found during set up. There were no reports of patient harm.